Event description:
On (B)(6) 2011, a vns surgeon reported that during the patient's vns battery replacement surgery that day, they received a high impedance message when they put in the new generator. The patient's battery was replaced due to eos. The surgeon had performed generator diagnostics with the new generator and test resistor and everything was ok. The connector pin of the lead was checked and it was confirmed by the surgeon to be fully inserted into the header of the generator. A systems diagnostics was then run again which still showed high impedance. The surgeon did not want to do a lead revision at that time so they will bring the patient back for surgery at another time. The patient was then programmed to 0ma. The patient's explanted generator was returned to the manufacturer on (B)(6) 2011, for product analysis that has not yet been completed. Good faith attempts were made for additional information; however, no further information was received to date. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.